Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. The fara connect dilator, starter guidewire, and farawave catheter were all inserted into the faradrive. It has been mentioned that continuous presence of air was noted when the sheath was aspirated during the insertion of farawave. During the malfunction, it was not used until preparation for connection to the infusion pump. The bubbles were confirmed with a syringe while bleeding the air when the farawave was inserted. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was discarded in the facility.